Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out procedure, the set screw on the replacement implantable cardioverter defibrillator (ICD) would not retract and blocked in the pin plug insertion. The ICD was not implanted. A different ICD was attempted and successfully implanted. No patient complications have been reported as a result of this event.